Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Both cylinders passed the visual inspection and leakage test. Visual inspection of the pump did not reveal any anomalies. The pump passed the leakage test and functional testing. Based on the information available and analysis results, no abnormalities were confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure in which the existing inflatable penile prosthesis (ipp) was removed with the intent of implanting a new device. During implant of the new device, the left distal corporal body was perforated; therefore, the physician elected to close and allow the patient to heal before implanting a new device. It was noted that the procedure was delayed for around one hour and there were no new components placed. The procedure was aborted after local anesthesia had been administered. There were no further patient complications.

Event description:
It was reported that the patient underwent a surgical procedure in which the existing inflatable penile prosthesis (ipp) was removed with the intent of implanting a new device. During implant of the new device, the left distal corporal body was perforated; therefore, the physician elected to close and allow the patient to heal before implanting a new device. It was noted that the procedure was delayed for around one hour and there were no new components placed. The procedure was aborted after local anesthesia had been administered. There were no further patient complications.